Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. We were unable to verify alarm or frozen screen due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer's insulin pump alarmed. The customer stated the alarm did not clear with esc/act button. Customer stated the display did not return. The customer's blood glucose was 79mg/dl. Advised customer to remove battery for two hours and call back after inserting. The customer then called back after reinserting battery. Customer stated insulin pump started to count, and then screen went black with a dark rectangle ring around the lcd screen. The customer's blood glucose was 156mg/dl. Advised customer the insulin pump will need to be replace and revert to back up plan.